Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2012. According to the complainant, in the process of doing exchanges, the foam insert inside of the cap became stuck inside the olympus scope. The physician stopped using the scope, and used a second scope and another rx locking device and biopsy cap to complete the case. The first scope was sent to olympus to have the foam removed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.